Manufacturer narrative:
H.6. Investigation: one photo of a 32g x 4mm pen needle sample from lot. No. 0287414 and one photo of a 31g x 5mm pen needle sample from lot. No. 0294427 were returned. Visual examination of the returned photos was carried out and a burn mark on the cover of the pen needle from lot. No. 0287414 was observed. Based on the photos returned a mixed product issue cannot be confirmed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. The most likely cause of the burn mark on the cover was identified as incorrect moulding start up.

Event description:
It was reported that pen needle 32x4 asia xtw had foreign matter on 4 occasions and came with a mix of product types. The following information was provided by the initial reporter: 1ea - mix-up; 2ea - presence of foreign body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 32x4 asia xtw had foreign matter on 4 occasions and came with a mix of product types. The following information was provided by the initial reporter: 1ea: mix-up, 2ea: presence of foreign body.